Manufacturer narrative:
Concomitant medical products: product ID: 4965-50 lead. Implanted: (B)(6) 2006. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient presented to the emergency room due to diaphragmatic stimulation. A device check indicated that the left ventricular (lv) lead had high thresholds and the capture management had increased the outputs on the lead. It was also noted that the lead had low/decreasing impedance. The lead was capped and was not replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.